Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The nine (9) additional devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right and left common femoral arteries was achieved with four proglide devices using the pre-close technique via a 6f sheath prior to an interventional endograft procedure in the morbidly obese patient. Reportedly, the sheath was upsized to 18f and the endograft procedure was completed. During advancement of the knot for closure, two proglide sutures broke, one per side. The following eight proglide devices attempted in the two access sites had no suture with plunger removal. Surgical suturing was used to achieve hemostasis at both access sites. A clinically significant delay in the procedure was reported. No additional information was provided.